Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was more than at time of incident was 460 mg/dl because of infusion set issue. Customer reports they did not feel okay to troubleshooting. Customer stated that they did not use the auto mode feature. Customer stated that the blood clot on infusion set and other sets got issues with the tubing. Customer stated that the site was not actively bleeding at time of the call. Customer stated that the bleeding stopped. Customer stated that they did not receive medical treatment as a result of the site issue. The devices will not be returned for analysis.